Manufacturer narrative:
(B)(4).

Event description:
The patient had her rechargeable implantable neurostimulator replaced associated with foot swelling during recharging (reference mfg. Report #3004209178201100893). After replacement, the pt did not feel stimulation in her foot, the target area. Instead it was felt in her pelvic area. The pt spent about 1 hour with the field rep. It was determined that only 2 electrodes were viable. The hcp took 5 different x-rays and compared them to original films. The lead was exactly where it was supposed to be. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.